Event description:
A site biomed representative reported that, while in a spine procedure, their navigation system camera was unable to detect a c-arm tracker. The surgeon was able to acquire the empty image, the anterior posterior (ap) and lat images, as well, and was able to navigate. When the surgeon moved to another level in the spine, placed the reference frame in place and tried to acquire new images, the camera was unable to track the c-arm tracker. The surgeon opted to complete the procedure without the use of the navigation system, using the c-arm imaging system only. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the site declined service of the system. Therefore, the reps were unable to check out the system.